Event description:
The power cord caught on fire 2 feet from where cord plugs into unit.

Manufacturer narrative:
No further information is available at this time. Will provide follow ups if information becomes available.